Event description:
It was reported by the patient that during pod activation, the cannula did not insert into the skin, as the patient did not hear a click or feel the insertion pinch. Upon pod removal, the cannula was visible and appeared partially deployed, described as slightly out but not completely; indicative of a needle mechanism failure. The patient confirmed that the pink slide moved forward during activation. The pod was worn for less than one hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.0 hardware: iphone16.1 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.